Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 504 mg/dl. Bg level was corrected with a bolus via the pump. The customer cleared the alarm and resumed insulin delivery.